Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, after opening the package, the customer observed there was a kink and fraying on the catheter of a 55cm optease retrievable vena cava filter. There was no reported patient injury. The affected product was not used in the patient. The user was trained to the device. The device was not returned for evaluation. 1 video and 7 pictures were submitted for analysis. Per image review, the box of the optease product is observed to be crushed in the middle section. Also, the inner packaging of the product was observed and no outstanding anomalies were note. The video shows two optease units, an expanded filter with a possible slightly kinked/bent condition. The reported ¿catheter sheath introducer (csi) ¿ kinked/bent¿ could be confirmed since an apparent kinked/bent condition was noted during the video review. However, the reported ¿brite tip (csi/filters) - frayed/split/torn¿ could not confirmed since these damages were not observed during image or video review. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
PMA/510(k) number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer observed, upon opening, that there was a kink and fraying on the catheter of 55cm optease retrievable vena cava filter. There was no reported patient injury. The affected product was not used in patient. The user was trained to the device. The device will be returned for evaluation.